Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and instructed them to call back if the malfunction recurs. The customer acknowledged and understood the instructions and was advised to continue using the pump.